Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient has presented with an unexplained tibial plateau fracture that has resulted in revision knee surgery. Sigma partial was revised to mbt tray with sleeve and stem. The femoral component was revised to a sigma posterior stabilised with compatible rp insert.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.